Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was being transported to the CT room, the indicators of both battery and helium tank showed "x" marks on the display of the intra-aortic balloon pump (iabp), then the power was suddenly shut off and the iabp stopped working. The iabp was soon restarted by the clinical staff, and the iabp was used as it is. There was no report of patient complications, serious injury or death.

Event description:
It was reported that while the patient was being transported to the CT room, the indicators of both battery and helium tank showed "x" marks on the display of the intra-aortic balloon pump (iabp), then the power was suddenly shut off and the iabp stopped working. The iabp was soon restarted by the clinical staff, and the iabp was used as it is. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the power was shut off and the stopped working" is confirmed. Upon return, a burnt motor driver connector and cable connector was confirmed which may have contributed to the reported issues. A CAPA investigation (40011175); determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Manufacturer narrative:
Qn#: (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint that the "power was shut off and the pump stopped working" is confirmed based on the photos provided with the complaint report. A certified field service agent serviced the pump and found the white particle on the m-force motor driver assembly. As a result, the field service agent replaced the motor driver assembly. If any part is received at a later date, an investigation will be performed. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that while the patient was being transported to the CT room, the indicators of both battery and helium tank showed "x" marks on the display of the intra-aortic balloon pump (iabp), then the power was suddenly shut off and the iabp stopped working. The iabp was soon restarted by the clinical staff, and the iabp was used as it is. There was no report of patient complications, serious injury or death.